Event description:
Information was received indicating that the check clutch plunger alert occurred on a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in poor condition. Visual analysis found the bottom case of the pump was broken and the right plunger case was cracked. The event history log was displayed a check clutch/plunger lever error was recorded. Flow and occlusion tests were unable to confirm the field observation. After checking the alarm history, it was noticed that the clutch was released during an infusion causing the check clutch error. The broken bottom case and cracked right plunger case were replaced. Following repair, the pump passed functional testing. Based on the evidence, the complaint was confirmed. The root cause was determined to be related to use of the pump in a manner inconsistent with the instructions for use. The check clutch/plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion.